Manufacturer narrative:
The explanted device was received by edwards; however, the evaluation has not yet been completed. Device evaluation results, as well as edwards investigation and conclusions, will be reported once completed.

Event description:
It was reported that an edwards bioprosthetic aortic valve was explanted due to calcification after an implant duration of 6 years and 9 months. Operative report indicates the patient was diagnosed with aortic stenosis. Findings indicate, " upon examination of the his old prosthetic valve, it was heavily calcified in all leaflets, was very stiff, and clearly stenotic. His [native] mitral valve was very difficult to visualize. The posterios leaflet was heavily calcified in the annulus."

Manufacturer narrative:
Method x-ray. Evaluation summary: the explanted bioprosthetic valve was received by edwards and evaluated; heavy calcification was observed in the cusp area of leaflet 2, moderate calcification was observed in the cusp areas of leaflets 1 and 3. The free margins of leaflets 1 and 2 exhibited moderate to heavy calcification, free margin of leaflet 3 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 1mm. Host tissue was moderate at both the stent inflow and outflow. Leaflet 1 had a tear at commissure 1, tear measured approx 5mm. Leaflet 3 had a tear at commissure 1, tear measured approx 4mm. Calcification was also visible at the regions of the tears. Device evaluation confirms calcific tissue degenration as the primary cause of the reported aortic stenosis leading to explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency related to this event.